Manufacturer narrative:
Based on the data provided, a clear root cause could not be identified. With the limited amount of information, the investigation was unable to rule out possible causes.

Event description:
The was an allegation of a questionable ise indirect gen 2 potassium result from the cobas 8000 cobas ise module. Another customer site had issues with questionable potassium results for one patient. The result from a siemens analyzer was 4.0 mmol/l. An aliquot of the sample was tested on one of the cobas 8000 cobas ise modules at that customer's site and the results were 4.0 mmol/l and 6.4 mmol/l. The customer then tested the sample on all four cobas modules and the results were between 6.4 - 6.5 mmol/l with a data flag. The sample was then tested at this laboratory on the cobas 8000 cobas ise module and the result was 5.0 mmol/l. The result from this analyzer was not reported outside of the laboratory. The result from a siemens analyzer of 4.0 mmol/l was believed correct.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation is ongoing.